Manufacturer narrative:
Additional information was received that the side wall was not damaged and that the failure was with the flexiglass. The latch was functioning correctly and damage to the plexiglass is not a reportable malfunction.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Legal manufacturer: gehc trout - 3114 n grandview blvd. USA waukesha, wi 53188.

Event description:
It was reported that the side panel was broken. There was no patient involvement.